Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unexpected power cable disconnect alarm associated with the black power cable was confirmed with the returned system controller (serial # (B)(6) ). The log file retrieved from the returned device captured unexpected power cable disconnect alarm events that began to occur on 18jul2023 at 14:07:30, while the power cables were connected to the power module. The alarm appears to be related to a loss of the battery fuel gauge voltage signal with the black power cable. All other power cable disconnect alarm events captured prior to this date were routine power exchanges. The returned system controller was connected to a test power module via a 14v power module patient cable, and the reported expected alarm was reproduced. Electrical measurement of the power cables did not reveal any shorted or severed conditions with the underlying wires. The system controller was opened, and electrical measurement of the circuitry revealed all voltage values were stable at the expected ~14v. Of note, the yellow wrench/yellow power symbol on the test power module were not active. The system controller was reassembled, and the issue could not reproduce thereafter. The device passed the functional test procedure and operated on a mock circulatory loop without any notable event captured in the history event screen. A root cause of the unexpected power cable disconnect alarm could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived in office with the black power cord connected to the battery and the white power cord connected to the power module. The system controller was alarming connect power. The battery and clip were changed and the black power cable was evaluated. The same alarm happened when the patient was at home on the mobile power unit. The system controller was exchanged and there were no further alarms.